Event description:
It was reported that during the implant procedure, inserting the lead into the pulse generator header was difficult. After applying silicone oil, the lead could be inserted into the header and the pulse generator was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.